Manufacturer narrative:
(B)(4).(B)(6). (B)(4).

Event description:
According to the reporter, during an end-end anastomosis involving the large bowl the reload was loaded onto the powered handle. The surgeon pressed the blue button; however the device did not fire. The surgeon replaced with a manual handle, the issue was duplicated. A new reload was opened and was connected to the powered handle. The device worked fine. The last known status of the patient is reported as no problem.

Manufacturer narrative:
Tracking number: (B)(4).